Event description:
Philips received a complaint from customer, reporting that the navigation ring was faulty. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the navigation ring was faulty. No repair was performed, and the customer was provided with a credit for the issue. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered as the issue was identified as a defective out of box (defoa) failure. The customer called technical support to report that the navigation ring was faulty. Per good faith effort (gfe) response received 29oct2024, it was confirmed that the replacement front bezel initially failed for the defective navigation ring that was delivered to the customer as it failed to meet product specifications and was identified as a defective out of box (defoa) failure. Based on this information, this is not a reportable event.